Manufacturer narrative:
(B) (4).

Event description:
The post-implant impedance measurements were between 50 - 150 ohms. Electrodes 4 and 7 were measured at 60 ohms. When electrodes 5-, 6+ and 7- were programmed at 4.3v, 185 rate, 60pw the therapy impedance was 795 ohms. The left brain was at 3.6v, 185 rate, 90 pw with a therapy impedance of 795 ohms. She was charging more often. Her battery drained 50% in 2 days. Her device was going to be reprogrammed without electrode 7. Additional info has been requested.